Event description:
It was further reported that the patient presented with unstable angina. Diagnostic angiography revealed that the previously implanted non-bsc stents appeared to contain a "permeable" stenosis. The lesion in the ostial circumflex was 70% stenosed, not 90% as previously reported. 18cm of the distal portion of the apex catheter broke inside the patient in 2 pieces; a 3cm fragment that was removed from the left coronary artery and a 15cm fragment removal from the aorta.

Event description:
It was reported that during a percutaneous coronary catheterization procedure a catheter shaft fracture and detachment occurred. The physician was attempting to perform angioplasty using the kissing balloon technique. There was an 80% restenosed lesion located in the mid circumflex (cx) artery, and a 90% restenosed lesion located in the ostial cx artery. An apex 3-0 x 20mm balloon catheter was advanced to the ostial cx artery and inflated to 6atms for 30 seconds. Then the apex balloon was advanced distally along a choice pt floppy guide wire and "parked" in the mid cx artery. A 3.0 x 18mm promus stent and a non bsc guide wire were advanced to the target lesion in the mid cx artery and "huge" resistance was encountered. As a result the physician changed the approach and decided to remove the apex balloon catheter from the mid cx artery. When attempting to remove the apex balloon catheter "huge" resistance was encountered and after moderate retraction a "rupture" occurred and a "vibration" was felt. Upon removal of the apex catheter, it was noted that the system "decapitated" and the distal portion of the catheter remained inside the ostial cx artery. The 3.0 x 18mm promus stent was removed successfully without deploying. A 2.5 x15mm non bsc balloon catheter was advanced in an attempt to remove the distal fragment of the balloon catheter. The balloon was inflated three times at 2-3 atms, but was not successful in removal of the device fragment. Additional attempts by other methods to remove the distal fragment were unsuccessful. The patient was sent to surgery for extraction of the device fragment. Several angiograms were performed and the presence of thrombotic material was suspected. The patient remained stable and with no symptoms. No further patient complications were reported.

Manufacturer narrative:
Date of this report corrected from (B)(6) 2011. Date rec'd by MFR on initial report should be corrected from (B)(6) 2011. Device evaluated by manufacturer: the device was received in two sections as a result of a break that had occurred at the port site. A detailed examination of the port site found that both sections of the extrusion were severely stretched. Visual and microscopic analysis revealed a jagged tear existed in the extrusion at the port. The hypotube was severely kinked at various locations along its length. The balloon appeared to have been inflated and was not refolded. A detailed examination of the balloon material could not identify any tears or holes in the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).